Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that the expressew needle found to be broken intraoperatively after passing through the cuff approximately 4 -5 times. The broken part able to be visualize via arthroscopy. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the tip of the needle was broken. The photo provide evidence of the failure reported into device, therefore complaint reported can be confirmed. Hands on complaint device should provide more evidence to be able to discern a root cause, however, device reported was discarded. The possible root could be related when the needle is stuck inside the expressew which can make to break; or after passing the needle though excess tissue causes the needle fatigue and break. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [51202] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool as follows: expressew needle found to be broken intraoperatively after passing through the cuff approximately 4 -5 times. Broken part able to be visualize via arthroscopy. Fragment removed successfully. Procedure completed. No adverse event to patient. Device discarded.